Event description:
The patient developed an area of necrosis under the pump incision. The patient had had a two week history of severe abdominal distension related to a bowel obstruction and ileus. The necrosis looked like it was from pressure from the pump under the skin. The patient was hospitalized and the pump and catheter were explanted. No withdrawal was noted. The patient was taking oral baclofen and antibiotics. The patient status was reported as ¿alive ¿ with injury¿. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).